Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported sterile processing dept. Brought to my attention that the extractor had a lot of wear due to use. No broken pieces of instrumentation left in patient. No surgical delay. On (B)(6) 2018: after review of the product-the product was found to be broken.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device finds one of the tips is fractured. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.